Manufacturer narrative:
The lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device upgrade procedure, this right ventricular (rv) lead was observed to be undersensing. Initial programming was with fixed sensitivity at 2.5mv. Diminished r-wave amplitudes were also noted; during the sensing test r-waves were small at 1.6 to 2.0mv. Pacing impedance measurements were stable, and pacing threshold measurements were stable at 0.5v@0.4ms. Therefore, the physician decided not to replace this lead. It remains implanted and in service with the new device, with sensitivity programmed to 0.75mv to allow proper sensing. No adverse patient effects were reported.